Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported tat the patient had a pus pocket at the lead site. The physician concluded that there was no real issue and the pus gone with no infection. The patient was given antibiotics. No further course of action at this time.